Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, but unavailable: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
The product at the time of the shot did not close the total of its staples and there were others that were definitely left in the recharge and not in the tissue as it should. At the time of manually suturing the surgeon realized that the staples had not completely formed at some points of the incision, which resulted in poor stapling. Gastric procedure.